Event description:
During PICC line placement procedure, when using the tear-away sheath in the kit, the sheath broke off and part of it remained in the vein requiring surgical procedure to retrieve broken part.======================manufacturer response for two-lumen peripheral central catheter set, two lumen peripheral central catheter set (per site reporter).======================manufacturer has requested return of product for review. Product will not be returned to them, but multiple photographs have been provided for their review. No follow-up from company to date.